Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Deipolyi a, kister n, covey a. Safety and efficacy of transsternal core biopsy of anterior mediastinal masses. Ann thorac surg short rep. 2024 may 7;2(4):680-684. Doi: 10.1016/j.atssr.2024.04.018. Pmid: 39790570; pmcid: pmc11708562. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "annals of thoracic surgery" titled, "safety and efficacy of transsternal core biopsy of anterior mediastinal masses", core biopsy specimens were then obtained with an 18-gauge side-notch spring-loaded needle, using either bard mission or temno systems. One (6%) case was complicated by pneumothorax requiring a chest tube and overnight observation. No other complications were encountered; all other patients were discharged on the day of the procedure. However, the current status of the patient is unknown.